Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had a fluid leak during treatment. The nurse noted that the patient's bed was wet. It was reported that the leak occurred around the catheter. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.